Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Tried 3 out of the 4 heads in the pack but only one seems to stay on - oral-b [device breakage] . Heads appear to become loose with the motion of using the toothbrush - oral-b [device connection issue]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush heads became loose with the motion of using the oral-b toothbrush. She tried 3 out of the 4 oral-b toothbrush heads in the pack, but only one seemed to stay on. No injury was reported.